Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10/2.25 flextome cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm for 30 seconds due to the severe calcification. The device was carefully pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied, the balloon was inflated to its rate of burst pressure of 12atm without issue. A vacuum was then applied. The inflation device was verified at 12atm, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 12atm was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the markerbands. A visual and tactile examination found that the shaft was free from damage. No issues were noted which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 10/2.25 flextome cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured at 8atm for 30 seconds due to the severe calcification. The device was carefully pulled out from the patient's body. The procedure was completed with a different device. No patient complications were reported.